Event description:
Clinical trial: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely calcified, severely tortuous, distal lad (left anterior descending) lesion measuring 3.0x15mm with 85% stenosis. Target lesion one was treated with predilation and placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. Moderate balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported and resolved without treatment by pulling harder to remove the balloon intact. There were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.